Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. The device is programmed as monitor only. Additionally, the device exhibited noisy signals and oversensing on the right ventricular (rv) lead, leading into inappropriate shock therapy. A boston scientific technical services (ts) consultant recommended to returned the device once explanted. At this time, the ICD remains in service. No adverse patient effects were reported.